Event description:
Device 2: the second connect guide wire was advanced, but became stuck in the vessel. The physician tried to free the guide wire by pushing, pulling and turning it, but approximately 1 cm of the distal part of the guide wire separated, and remained in the vessel wall. A stent was then placed in the lesion, and over the separated portion of guide wire, keeping it in position. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device 2. The lot history review confirmed that the device was manufactured to specification. An examination of the returned device demonstrated that the core of the guidewire was severely twisted. The dfu for this device warns the user not to torque the guidewire where it meets excessive. It is evident that this instruction was not adhered to as there is clear evidence of torquing the guidewire while the tip was trapped. This is further supported by the field event report from abbott vascular which states that the "physician tried to free the guidewire by pushing, pulling and turing it". The most probable root cause is "user related" because the device was not used in accordance with the directions for use.